Event description:
It was reported that the battery gauge was fluctuating. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received education on battery jumps and best practices, acknowledged understanding, and agreed to monitor system and call back if issue persisted.